Event description:
It was reported to vyaire medical that they heard a popping noise then leak inside unit during use on a patient on the avea ventilator. The customer reported they ended up taking the unit off the patient and there was no patient harm.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.